Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around lg lens has corrosion, detachment of acoustic lens. A root cause could not be identified. Based on the results of the investigation, it is likely the echo probe lens was broken due to peeled acoustic lens. The most probable cause of detachment in acoustic lens and corrosion around adhesive of light guide lens is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had the lens echo probe was broken. The was found during reprocessing. There were no reports of patient involvement.